Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same journal article as 6000089-2007-00659 and 6000089-2007-00658. It was reported, by a journal article titled "late coronary thrombosis in paclitaxel-eluting stents. Case reports in the journal of cardiovascular medicine 2007, that post a coronary drug eluting stenting treatment procedure, a thrombosis occured. The initial procedure occured in 2004. The physician placed a taxus express2 2.5x12mm drug eluting stent to the left anterior descending (lad) artery due to non-st-elevation acute coronary syndrome. Clopidogrel was prescribed for 6 months post procedure and aspirin was precribed indefinitely. Eleven months post procedure, the pt discontinued aspirin use due to a burning discomfort at the epigastrium. In 2005, the patient presented with intense and persistent chest pain. Angiopraphy revealed a thrombotic occlusion of the proximal lad, at the proximal edge of the previously placed stent. Balloon angioplasty was successfully performed and a non-bsc 3.0x18mm drug eluting stent was placed withing the existing stent. The patient was discharged 4 days post procedure without complications. Clopidigrel was prescribed for 12 months post procedure and aspirin was prescribed indefinitely.